Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer 7 failed.As per part investigation, it was determined that faulty PCBA FH CUBIE PMC, P/N 151903-01, which exhibited physical damage that prevented proper board functionality. Additionally, the ASSY RETRACTOR DWR HH CUBIE, P/N 353844-01 was found to be faulty, showing crossed continuity on strands that resulted in thermal damage.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 20-DEC-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of ES Aux drawer 7 has failed was confirmed during field service engineer (FSE) testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order 02381440, the FSE reported that while performing a repair to replace the drawer railings, it was observed that the drawer was extending beyond its normal travel range. As a result, the rear cable was pulled from the board, causing damage to the connector retention clip attached to the Full Height (FH) bus board. To restore proper functionality, the FSE replaced the rear FH bus board due to the damaged connector clip. During DCHU Visual Inspection P/N 353844-01: The flat flex cable showed internal wiring issues with associated thermal damage and physical damage. P/N 151903-01: The part was received with broken clip of the connector J500. During DCHU Testing P/N 353844-01: No DCHU testing was required due to the thermal damage observed during visual inspection. P/N 151903-01: No DCHU testing was required due to the physical damage observed during visual inspection The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint of ES Aux drawer 7 has failed" was determined to be a faulty PCBA FH CUBIE PMC, P/N 151903-01, which exhibited physical damage that prevented proper board functionality. Additionally, the ASSY RETRACTOR DWR HH CUBIE, P/N 353844-01 was found to be faulty, showing crossed continuity on strands that resulted in thermal damage. These conditions compromised the proper operation of the drawer and led to the reported failure.